Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, there was a problem during the insertion in the incision in the patient's right eye. The procedure was completed with another iol. Additional information was requested and received stating implant got stuck in the cartridge and then it got damaged when screwed the injector.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was not returned stuck in a cartridge as described. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptics were in an acceptable folded position adhered by solution to the anterior optic surface. The optic had a large portion of lens material torn from the optic edge (not returned). No associated cartridge returned for evaluation. Product history records were reviewed, and documentation indicated the product met release criteria. The associated cartridge was not provided. It is unknown if a qualified product was used. The file indicated the use of a qualified viscoelastic and an associated handpiece that is qualified when used with the qualified lens/cartridge combinations. The reported "stuck in cartridge" complaint could not be confirmed. The lens was not returned stuck in a cartridge as described. The lens was returned in the lens case for evaluation. The optic was damaged on the edge. Not enough information was provided to determine if a qualified associated cartridge was used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU(instructions for use)instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).